Event description:
It was reported patient underwent surgical intervention on (B)(6) 2024 during which all leads were explanted and replaced to address lead migration and ineffective stimulation issues. Effective stimulation was restored post-op.

Event description:
Additional information indicated patient did not have motor stimulation and only experience ineffective stimulation from the system. Surgery intervention is still pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient is getting motor stimulation with their right t12 drg lead and left s1 drg lead. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.